Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "physical abnormalities", "defective and had ruptured", "recall was due to the association with an increased risk for bia-alcl (breast implant-associated anaplastic large cell lymphoma)", "this situation causes for me considerable psychological and spiritual strain", "implant rupture", "implant clearly deformed", "suspected intrapsular implant rupture without evidence of siliconeoma" and "small cyst at 1 o'clock periareolar". This record is for the right side. Device remains implanted.